Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2017, it was reported that the patient¿s vad system produced a low flow alarm followed by a yellow wrench alarm that indicated a ¿controller fault¿ was present. It was also reported that the system controller was unable to communicate with the system monitor. The system controller was exchanged. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed four pump stoppages on (B)(6) 2017 in conjunction with four low speed operations. These events only appeared to have occurred while the vad was connected to the power module. On (B)(6) 2017, the customer reported that another pump stoppage occurred and the patient was provided an ungrounded power module patient cable to use when connected to a power module. Review of the log file confirmed the reported pump stoppage on (B)(6) 2017 at 12:52:47 am. On (B)(6) 2017, the manufacturer¿s technical service representatives arrived onsite for a driveline evaluation/repair. No open wires were found during phase interrupter tests. A distal end driveline replacement was performed approximately two inches from the exit site. Post repair, the vad clinician reported that the system produced further low speed alarms and pump stoppages. X-ray images submitted revealed an area of concern internally. The customer requested two ungrounded patient cables. Review of an additional log file submitted for review on (B)(6) 2017, confirmed the pump stoppage after the driveline replacement on (B)(6) 2017, but no further pump stoppages after that, from (B)(6) 2017. It was reported that the patient would remain on an ungrounded patient cable. No additional information was provided.

Manufacturer narrative:
The reported pump stops and hazard alarms were confirmed through the review of the system controller log files submitted by the account. Based on past experience with the device and similar reported events, the hazard alarms and pump stoppages that occurred could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19 inches of the distal portion of the patient's driveline (dl) was replaced. Additional pieces of each wire were also returned: 2.25 inches of orange wire, 1.75 inches of red wire, 0.75 inches of brown wire, 1.75 inches of black wire, 2 inches of yellow wire, and 1.5 inches of green wire. Visual inspection of each of these segments of wire revealed no evidence of mechanical damage or breakdown of wire insulation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.